Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted cuts on the drain line. Functional testing including leak testing, clear passage testing, clamp function testing and device-device interaction testing were performed. The leak was confirmed during leak testing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a leak in the tubing of a cassette. There was slit in the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.